Event description:
The customer stated imprecision was observed while testing a patient sample on the architect i2000 analyzer. Architect free t3 results of 1.7 and 2.1 pg/ml were generated on the patient sample. The cause of this issue was attributed to the architect reaction vessel lot number 65386p100. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
It was reported that the customer responded to a male who was found outside in the snow, in very fine fib. The patient had no cardiac history and the downtime was unknown. CPR was in progress when the crew arrived. The reported response time was approximately two minutes. The lp12 device was place on some hard packed snow. Once the customer determined that the patient was in a shockable rhythm, they attempted to use the AED part of the lp12 device with the quik-combo pads. Once the analyze button was pressed, the unit turned off. The customer turned the device on again, but the unit alarmed that the batteries were low, and again the device powered off. The customer had another unit right next to theirs and used it to shock the patient 4 times. The quik-combo pads were not removed from the patient, as they were transferred to the second lp12 device. The second device was from the transporting agency mohawk ambulance. The patient was not resuscitated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was replaced with another boston scientific ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
(B)(4) upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the cuff slowly deflated during the procedure. By the end of the case, blood would be flowing from the surgical site. No additional treatment was administered to the pt due to this event.